Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. Customer was having blood glucose level as low as 53 mg/dl and high as 354 mg/dl at the time of incident and current blood glucose was 354 mg/dl. The customer experienced the symptoms such as thirst related to the high blood glucose. The customer treated for high blood glucose with the insulin pump and the glucose. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high and low blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.